Event description:
A monopolar cord (integra jarit) was inserted into the covidien valleylab electrocautery machine sn (B)(4), model # ft10. The integra jarit monopolar cord was attached to the 5mm covidien autosuture endoshear (176643). Bovie settings were 35/35. About 15 mins into procedure there were complaints that something was wrong with bovie. While looking at the valleylab electrocautery machine a small candle light flame was noted. Flame was extinguished. The monopolar cord burned off into 2 pieces. The visual check by the employee prior to use was done and there were no visual damages to the cord. Sterilization of these integra jarit is according to MFR's recommendations. The IFU's for the integra jarit monopolar IFU's does not provide how many times this cord can be resterilized. It states "a few". Other IFU's for monopolar cords also do not provide specific amount of times to resterilize either. Recommendation is to have these MFR's come up with specific amount of times cords can be resterilized and add to their IFU's. This may prevent future fires in operating rooms.